Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an one-link non-dehp microbore catheter extension set leaked from an unspecified location when connected to the patient causing chemotherapy spillage. There was no report of patient injury or medical intervention associated with this event. No additional information is available.